Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 27 february 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) procedure using an unknown delivery system. The amulet was successfully implanted. On (B)(6) 2024, the patient reported to have chest pain. A computed tomography (CT) scan was performed and showed bilateral pleural effusions, and a cardiopulmonary resuscitation (CPR) was initiated on the patient. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) procedure using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting level (act) as 377s and heparin was administered to maintain act>250s. The amulet was successfully implanted after three partial recaptures. On (B)(6) 2024, the patient reported to have chest pain and a computed tomography (CT) scan was performed, showed bilateral pleural effusion of 2.5l right lung, 1.0l left lung, pale yellow drainage. A cardiopulmonary resuscitation (CPR) was initiated on the patient and a thoracentesis was performed on on both pleural spaces. On (B)(6) 2024, patient got discharged from the hospital. The patient was reported stable.

Manufacturer narrative:
An event of pericardial effusion a day after the procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that amulet successfully implanted after three partial recaptures. The patients activated clotting time was 377 which was more than recommended range for the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Abbott requested for operative notes and/or procedure imaging this was not provided by the site. Based on the information received, the cause of the reported incident could not be conclusively determined.